Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned and analyzed. Proximal conductor fractured.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing, and right ventricular pacing impedance had increased to 1400 ohms. The left ventricular lead had dislodged. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.